Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch# : 1221934-2016-10143. (B)(4). Not returned to manufacture

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch# : 1221934-2016-10143. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during an am acl repair that two of her rigidloop adjustable cortical implants x-large broke inside the joint space when pulling the graft into the tunnel. The surgeon was using snaps at the time but just on the end of the suture and not near where the suture broke. The surgeon removed both broken rigidloop implants and completed the procedure with a biomet button in the same bone tunnel. There were no patient consequences reported but the procedure was delayed for 1 hour. The sales rep reported that the graft was a size 8, the tibial tunnel was an 8 and the femoral tunnel was an 8.5.